Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the computer booted slower than expected when installed in a known operational imaging system. It was noted that the computer functioned as designed outside of the slow boot up. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The computer of the imaging system has been returned to the manufacturer for evaluation. However, results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed a prompt that the system was booting and would not progress past the prompt. It was noted that the issue occurred while starting the imaging system. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.